Manufacturer narrative:
Concomitant medical products: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the battery light was flashing and the camera cart powered down after a few minutes. The manufacturer representative went into the self test and both the main cart and camera cart displayed 0% for battery and uninterruptible power supply(ups) status. There was no patient involvement. Additional information was provided stating that the system was plugged into a known working outlet when the camera cart lost power.